Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a signal artifact monitor (sam) electrogram, with high atrial impedances however still within a normal range. The noise signal was approximately one second in duration, seen on the atrial channel and did not result in inappropriate therapy. The patients leads were reported as non boston scientific products and the impedance measurements have since stabilized. The field confirmed no second episode has been recorded. For this reason, the physician has elected to monitory the patient and not intervene at this time.

Manufacturer narrative:
The returned product analysis found no evidence to indicate device defect, malfunction, or damage outside the bounds of normal medical use. CAPA investigation determined this to be design related.

Event description:
It was reported that this device was scheduled to be exchanged due to preventive/prophylactic reasons related to the high impedance advisory. Boston scientific issued several recommendations regarding this advisory included follow ups, remote monitoring, interrogation, among others. Prophylactic replacement was not recommended in large scale and replacement is considered within physician and patient's discretion. No evidence of device malfunction. Product returned for analysis. The returned product analysis found no evidence to indicate device defect, malfunction, or damage outside the bounds of normal medical use. CAPA investigation determined this to be design related.